Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners are causing irritation and cuts on their upper lip. The aligners are flared, advised to trim and provided tips for rinses and warm water to soften the material to get the aligner to seat a bit more to reduce the flare.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.